Event description:
This is a spontaneous report by a baxter employed nurse from (B)(4) regarding peritonitis in a female homechoice peritoneal dialysis (pd) patient (B)(6). On (B)(6)2010, the patient was diagnosed with peritonitis manifested by cloudy effluent, fever, diarrhea, vomiting and chills. The patient was hospitalized on the same day for the peritonitis. On (B)(6)2010, a peritoneal analysis and culture were performed. Remedial treatment was started on an unknown date with unknown antibiotics. The peritonitis was ongoing and improved. Medical history included end stage renal disease (esrd) and hypertension.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.